Event description:
Spontaneous extrusion of implant approximately 2 months post operative. No reports of trauma, pain, infection, swelling, redness, bleeding, or granulation tissue.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.